Manufacturer narrative:
Findings: pump was received with compromised force sensor error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime test due to faulty force sensor (gold). All the buttons functioned properly and no moisture damage on keypad traces, under lcd screen, electronic assembly or motor noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that patient insulin pump alarm prime rewind. Customer's blood glucose was 288 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the drive support cap appears normal. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced. The customer reported via phone call that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to water or sweat. Customer reported that there is fluid under the lcd display. Customer was advised that we are replacing pump due to compromised force sensor alarm.